Event description:
The customer reported system displays poor images and will not magnify images. No pt injury was reported.

Manufacturer narrative:
A ge rep conducted an on site investigation of the system. The functionality of the system was tested and the high voltage cable was found faulty. This was replaced and the system now functions as intended. The system was returned for customer use.